Event description:
It was reported that during a pre amputation occlusion procedure, failure to deflate a balloon occurred. The (B)(4) occlusion balloon catheter was inflated to unknown atms in the axillary artery. The physician tried to deflate the balloon and it would not deflate. As a result the balloon was inflated "all the way up until it burst". Some pieces of the balloon went down the arm. A ultra thin diamond balloon catheter was used to complete the procedure. The arm was amputated as planned which included the pieces of the detached balloon. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: late (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).